Event description:
"Dysfunction", insufficiency leaflet disruption and dyspnea upon exertion.

Manufacturer narrative:
Examination of valve in co lab revealed separation of aortic wall from stent post between right and left-coronary cusps. Consequently, separation allowed aortic wall to protrude into orifice causing convoluted cusps and incomplete coaptation. In additon, prolapse allowed for bias tape abrasion of belly of right-coronary cosp. Host tissue overgrowth fused both attachment sites of noncoronary cusp and encroached onto each leaflet resulting in stenosis of effective orifice area. X-ray analysis revealed minor foci of calcification within aortic wall of each cusp. Stent distortion was also noted which appeared artifacutal of explant. Primary cause for dysfunction of this valve was determined to be due to separation of aortic wall. These findings would account for symptoms noted clinically. Complication of separation of aortic wall has been studied over past few years. From investigation, co has learned that separation is a degenerative process that is dependent on time. It occurs predominantly in mitral position and in large sizes. Separated wall is typically between two largest cusps on valve, that is, usually, between left-coronary and right-coronary cusp, as in this case. Co's study of this phenomenon leads us to suspect that disruption of aortic wall in this area is due to a combination of mechanica and biochemical factors. Separation of aortic wall cannot be simulated in co's in vitro testers alone. Majority of valves showing this complication have implant durations of nine years or more. Data further suggests that phenomenon is a degenerative process requiring a combination of mechaincal and biological factors and is time-dependent. H6: 86= x-ray analysis.